Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #2242352-2013-00061 for related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and there was a significant amount of blood on the delivery device, inside of the delivery tube, and on the seal. There was evidence of blood on the exterior of the loading device. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube mostly unraveled the first and second rows did not unravel; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint "heartstring iii failed to load properly" could not be confirmed, however, it was confirmed for failed to deploy. The hosp provided two different lot numbers for this case. Although they were unable to indicate which corresponds to this incident, a lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. A maquet rep conducted an in-service at the facility on (B)(4) 2013. (B)(4).